Event description:
General report of an unspecified number of undocumented incidents that the pt rec'd less medication than intended. On unspecified dates and times during the last 3.5 months, the device was programmed for daytime delivery an unspecified concentration of isosource 200ml with 600ml of unspecified carbohydrates, sodium chloride, amino acids and water, at a rates between 50-100ml/hr, with a vtbi (volume to be infused) of 800ml, for a duration of 13 hrs and the delivery was started. No further programming parameters were provided. The customer contact indicated that the pt also rec'd a nighttime delivery of an different unspecified medication via an unspecified different device. The solutions were delivered via a peg (percutaneous endoscopic gastrostomy) tube. After unspecified lengths of time, homecare pt's mother noted more medication remained in the containers than expected. No specific volumes were provided. At unspecified times, the pt's mother replaced the tubing sets and reprogrammed the device to deliver at rate between 60-65ml/hr. After unspecified lengths of time, the pt's mother reported the device delivered unspecified volumes that were less than expected. It was also reported that an unspecified times during the delivery, the pt's blood sugar levels decreased from a reported 4mmol/l to 2mmol/l and the pt's ability to concentrate decrease resulting in the pt missing a reported semester of school. The device was replaced and therapies were resumed using a replacement device. At unspecified times, the pt's mother reported an unspecified volume of medication was also given by hand via the peg tube. No specific details were provided. The pt's mother attributed the pt's decreased concentration to the device delivering less than expected; however, no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.